Event description:
A trilogy evo ventilator was returned to a third party service center for maintenance service. There was no harm or injury reported. During the evaluation of the device at a third party service center, a ventilator service required error code relating to a pressure sensor mismatch was found in the device's error log. The service technician states that the error occurred due to contamination and that the machine flow sensor was replaced to address the issue. Additionally, the service technician states that the blower and in-line filter prox were replaced due to contamination as well. The air foam inlet filter was replaced for preventative maintenance. The device passed all service testing. No further investigation is required.